Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger/modem was not powering up. The cause for the resets was isolated to an intermittent bga solder connection at the u1003 pld component on the charger/modem c/a board. The root cause for the intermittent bga connection at u1003 could not be positively identified, but the damage likely resulted from the battery charger/modem impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013, based on the availability of parts and materials. No adverse event resulted from the defective u1003 components. The patient received a replacement battery charger/modem.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that, while fitting a (B)(6) male patient, the patient's battery charger/modem would not power up. The patient was issued a replacement monitor.